Event description:
Indication: chronic inflammatory demyelinating polyneuritis. Spontaneous report. Patient stated that while he was infusing, the syringe flew out the pump and pump is not winding appropriately so that he can put syringe in to continue infusion. No adverse event reported. Patient will continue to infuse medication through manual push. Only 15 ml needed to infuse. Patient will return pump. Serial number not provided. Reported to cvs/caremark by: patient/caregiver.